Event description:
It was reported that an undefined alarm occurred. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.